Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was frequently charging the ipg and was having longer time charging. The patient underwent an ipg replacement procedure. The explanted ipg was discarded.